Manufacturer narrative:
Upon investigation of the device it was found that retractor band cable was rubbing against the drawer which had caused the issue. The cable strain relief was adjusted and flex cable was wrapped with electrical tape . The system functioned as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawers unexpectedly stopped responding several times during a procedure. Customer stated that the drawers were always recoverable but did affect the efficiency of procedure. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the pyxis anesthesia es system drawers unexpectedly stopped responding several times during a procedure. Customer stated that the drawers were always recoverable but did affect the efficiency of procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2021 to 25-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had drawer failures during procedures. A field service engineer found that the drawer 2.1 had retractor band cable rubbing against the drawer. He adjusted cable strain relief and wrapped flex cable with electrical tape to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.